Manufacturer narrative:
Updated h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 28-may-2022 to 27-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the mini drawer controller board failed and required replacement. A field service engineer replaced the mini engine but that didn¿t resolve the issue so, he replaced the mini drawer controller board for aux drawer 2 and reconfigured the drawer to resolve issue. The system functioned as intended after being troubleshooted by field service engineer.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed and not able to pull medications in an emergency room. Customer stated that there was no procedure performed but caused a delay in retrieving the controlled medications in. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed and not able to pull medications in an emergency room. Customer stated that there was no procedure performed but caused a delay in retrieving the controlled medications in. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that mini drawer controller board failed and required replacement. A field service engineer replaced affected component and reconfigured drawer to resolve issue. The system functioned as intended.